Manufacturer narrative:
Correction: section g3 should have been (B)(6) 2026, instead of (B)(6) 2026.

Event description:
New information received notes that during the new implant procedure, the pacemaker's set screw was loose such that the hex wrench would not fit.

Event description:
It was reported that during implant, atrial and ventricular capture thresholds were good. Upon connecting the pacemaker, an issue with ventricular capture was observed. The pacemaker was removed and it was found that the hex wrench and set screw came out. There were no patient consequences.